Event description:
Caller reported cgm error 42, recurring three or more times on the pump, although the pump was not reset for this error in the past 24 hours. No adverse impact to the customer¿s blood glucose level was reported. The customer agreed to receive a replacement pump with updated software.